Event description:
Reportedly, the status light of the home monitor remains off, despite transmission attempts. Preliminary analysis revealed a damaged component.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed a damaged component.

Event description:
Reportedly, the status light of the home monitor remains off, despite transmission attempts.

Manufacturer narrative:
Expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken, probably due to abnormal stress. The root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.